Manufacturer narrative:
Review of medical records: peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.

Event description:
During a call placed to technical support, the patient mentioned that he was currently on antibiotic therapy for an unspecified reason. A follow up call to patient's pd nurse, confirmed patient was on antibiotics for peritonitis. Follow up with the pd nurse revealed that the patient has a history of non-compliance with care. She does not believe the cycler caused or contributed to the peritonitis event. There was no reported device malfunction or fluid leak.